Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s midline incision never fully healed following implant. It was reported that the wire appeared to be protruding through the skin. The hcp attempted to salvage the system and was unable to do so, so the system was explanted. No further complications are anticipated.